Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) sensed paroxysmal atrial tachycardia and pvc's and paced at the upper rate limit for a short period of time resulting in fatigue, dizziness and syncope.